Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), operator was not able to find acceptable thresholds. After several attempts of deployment, delivery system got kinked. Leadless ipg was never implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.